Event description:
Doctor was performing a mandibular block when needle detached from hub and became lodged in the pt's jaw. Doctor accompanied pt to the e.r. Where they were unable to remove the needle. Pt was then sent to an ear, nose & throat specialist who was unable to remove the needle. The pt is being scheduled for an operating room procedure in order to remove the needle.